Event description:
A caregiver reported the customer's freestyle libre 2 sensor did not alarm for low or high glucose and because of this, the customer experienced weakness and tiredness. The customer was incapable of self-treating and was treated with sugar by a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh0031uugh has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. The high & low glucose threshold in the alarm settings was set. The sensor was activated with a retained reader and a linearity test was performed. The low and high glucose alarm was successfully activated, therefore this complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer's freestyle libre 2 sensor did not alarm for low or high glucose and because of this, the customer experienced weakness and tiredness. Customer was incapable of self-treating and was treated with sugar by a third-party. There was no report of death or permanent injury associated with this event.